Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09july2019. Technical support provided service manual reference. Customer replaced battery. The unit was repaired and unit is in service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported getting error code of a faulty battery. The customer reported no patient involvement.